Event description:
It was reported the pt experienced a burning sensation that occurred intermittently where the lead entered the spine. It was associated with activities that required bending. The pt only felt the burning sensation when the stimulator was turned on. The pt had experienced the burning sensation for about two years. The pt was seen at the clinic in 2008. The pt presented with a lack of effect, shocking, and no stimulation. The battery was checked; no issues were noted. Impedance measurements were normal. The stimulator was reprogrammed. The rate was adjusted. The pt had good coverage. The pt was seen for follow up three weeks later. The shocking sensation had improved, but the pt still had a lot of muscle cramping in both calves. The pt was referred to a physiatrist pain doctor. The pt outcome was reported as no injury.

Manufacturer narrative:
See scanned page.